Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that stent damage post-deployment occurred. The 70% stenosed target lesion was located in the non-tortuous and mildly calcified right coronary artery (rca). A 2.50 x 28mm synergy xd drug-eluting stent was advanced through a previously implanted 2.50x28 synergy stent for treatment. However, it was noted that the stent was caught on the implanted stent and dislodged from the balloon. The stent became lodged into the ostial rca and both stents were noted to be damaged. The stent was snared and removed from the patient successfully. The procedure was completed with another of the same device. There were no patient complications reported.